Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This complaint was confirmed by review of provided photo(s) and evaluation of the returned packaging. Visual examination of the returned packaging retainer/provided pictures identified tyvek residue. No product was returned; dimensional evaluations could not be performed. Device history record (DHR) was reviewed and no discrepancies were found. The likely condition of the part when it left zimmer biomet control is considered conforming based on the DHR review, and evaluation of the returned plastic retainer. He white residue found on the retainer is visually consistent with glue transferred from the tyvek lid during the sealing operation due to a small clearance between the tyvek lid and the retainer. This issue is a common phenomenon and does not cause any risk to the patient. All materials are biocompatible and the adhesive residue does not contact the implant which is contained in a poly bag. The root cause for the reported issue is considered to be a design limitation that is cosmetic in nature. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer had indicated that the product was being returned to zimmer biomet for investigation, but it has not yet been received. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported while a tka was being performed last month, a stem extension was opened and white substance was adhered to retainer of the sterile blister. Since the white substance did not have direct contact to the implant, it was used.